Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple instances of high and low blood glucose levels that required intervention from another person. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.